Event description:
The patient developed an infection due to the device system and was hospitalized. An explant was expected but not at this time, date/time unknown. The company representative reported on (B)(6) 2014 that the device was explanted on (B)(6) 2014. No culture was done. The patient was on antibiotics. The infection was at the battery site and lead location. Additional information has been requested.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-03-15 from a consumer via a manufacturer representative reporting that there was a post-operative infection on (B)(6) 2014. The system was explanted 3 weeks after implant due to the infection. It was reported that per the patient they ¿nearly died.¿ the environmental factors were unknown. There were no reported diagnostics and the issue was resolved at the time of this report. The manufacturer representative had been follow-up with the patient for the patient registration process when they received this information regarding the infection. The products would not be returned as the customer had discarded them. It was noted that the system would be replaced in the future. The patient was alive with no injury. The patient weight and medical history was asked but unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient became extremely ill around three weeks after the implant. They were taken to a nearby hospital by ambulance. The patient laid in the hospital for 5 days before someone managed to speak with the healthcare provider (hcp), and their partner came to see the patient within a few hours. They made the necessary arrangement for surgery the following day and they removed a very infected device. Their back looked horrible prior to the surgery. They had IV antibiotics for ten days and finally were released on oral antibiotics. They had a sepsis infection. The patient would never risk it again. The patient had sepsis and the hcp's that were treating them in the hospital were happy that it hadn't gotten into the patients bloodstream. The patient called their hcp (B)(6) 2014 due to a fever and a red mark at the site, had the hcp told the patient it was nothing. The patient reported that they should never had the device implanted at the center and should have went to a hospital to have it implanted. It was noted the patient had a hip replacement in (B)(6) 2014 and that helped the pain some. The patient had good days and bad.